Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2012, inratio: 1.5, lab: 2.1. Results were done within 30 minutes of each other. Pt¿s target therapeutic range is 2.0-3.0. Pt¿s warfarin dose was increased based on the 1.5 result. Pt¿s wife stated that her husband ¿had a vaso vagal attack on (B)(6) 2012 due to stress from testing and receiving discrepant results with the inratio meter and has had a large amount of stress in the past few weeks in relation to testing this inr¿.

Manufacturer narrative:
Investigation pending.